Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information obtained identified the patient's scs system generator was replaced with a new one.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system implantable pulse generator would not connect to the patient controller (pc). Reportedly, the issue began for the patient after undergoing a surgical procedure and the device was not set to surgery mode. The abbott representative met with the patient, but was unable to resolve the issue with troubleshooting. The next course of action has not been determined at this time.